Event description:
The patient reported that the pump appeared to have self rebooted. She stated that pump was beeping and that the screen does not appear when the buttons are pressed. There was reportedly no damage to the battery cap or battery compartment; the battery cap was secured to the pump; there was no visible yellow o-ring and there was no corrosion noted in the battery cap or the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.